Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source, 1 patient experienced deep venous thrombosis. There were patient comorbidities.